Event description:
It was reported that the caller had an issue with incorrect time settings on their device. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels above 500 mg/dl or below 54 mg/dl. Customer technical support assisted the caller in updating the pump time and advised them to monitor for recurring discrepancies, which the caller understood and acknowledged.